Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the carefusion coordination engine-service had stopped due to critically low disk space and high memory usage during a windows cumulative update, resulting in update failure. A technical support specialist adjusted the sql memory cap to reduce ram usage and restarted the carefusion coordination engine-service to restore communication. The tss managed to clear 10.9 gb of free space on c: drive which may not be enough to prevent a recurrence of the cce service stopping when windows updates runs. The tss reduced the memory to 10.5 gb free on c: and found the services still running by dialing into the cce. There was 9.99gb free and wsus was showing reboot pending. The tss dialed into the server and found there was 11.5 gb free on c:; services are stable; wsus shows reboot pending; disk space has stabilized; services running perfect and no further issues were reported. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server device on critical override. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.